Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem unable to undergo incoming functionality testing was confirmed. The cause for the failure was isolated to a shorted component on the pca board. The root cause for the shorted was unable to be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.